Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced asymptomatic hypoglycemia and required medical intervention from paramedics with IV push d10 glucose solution. The patient notes hypoglycemia unawareness but his wife called paramedics. The cgm was reading 81 mg/dl and blood glucose reading was 40 mg/dl. The patient recovered after treatment. There was no mention of hospitalization. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.